Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed, however the customer declined to complete the check. Customer resumed insulin delivery. Customer's blood glucose was 98mg/dl at the time of event.